Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation summary: one used decontaminated 10009163-004 8mm deht blu suctionaid sub-assy was returned for investigation. Customer is claiming detachment of pilot balloon from inflation line. Under visual inspection we noticed that inflation line was detached from pilot balloon as reported by customer. This issue was escalated to CAPA-000905. No complaint signal is currently observed. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the pilot balloon and inflation line were broken. The event occurred during infusion at the facility. There was patient involvement, but no harm/adverse event reported.